Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient presented to the emergency room after receiving shocks from the implantable cardioverter defibrillator (ICD), however they went home prior to being seen. Upon review of the remote home monitoring system data the shock was determined to be inappropriately administered due to oversensing of noise. Further review found elevated rates that were deemed treateable as the morphology was different that what the normal rhythm looks like on the presenting electrogram (egm). Boston scientific technical services (ts) discussed it could be due to a rate dependent bundle branch block or that something had changed in the system. The patient came into the clinic and it was found the patient had a left bundle branch causing double counting. The underlying cause of the noise was not determined and a revision procedure was performed where the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted and replaced with a transveneous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to submit the analysis results.